Event description:
It was reported that during an equipment service performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had no signal waveforms when using external inputs. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, replaced the executive processor board and upper panel assembly which corrected the issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during an equipment service performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had no signal waveforms when using external inputs. There was no patient involvement, and no adverse event reported.